Event description:
It was reported that a inferior vena cava (ivc) filter became dislodged. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Patient presented with a non-bsc ivc filter. It was reported that upon advancement of the was, the sheath moved through the ivc filter and dislodged it into the superior vena cava. The filter was successfully retrieved by use of a non-bsc ivc filter retrieval kit through the internal jugular vein. No adverse patient events occurred. The watchman procedure was completed using the same was for a successful and uncomplicated implantation of the closure device. The patient is in good condition.